Manufacturer narrative:
Patient date of birth and weight unavailable from facility.

Event description:
Procedure performed to treat a lesion in the right coronary artery. An elca catheter was used for the treatment. During the procedure, a perforation occurred. It was repaired successfully, the procedure was completed, and patient survived the procedure.